Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she could see moisture inside the screen. The customer stated that the insulin pump was in her pants pocket but was not exposed to moisture. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.